Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided in the complaint, it is possible the ae is related to study procedure. It is also possible the ae is related to other stryker device, underlying condition or disease. Per edc no treatment was given to resolve the ae, however it is noted that the rational for ae is ¿post anesthesia. Subject still medicated.¿. Site indicates that this was not a sae. Per edc, no concomitant medication was given for the bradycardia, however the treatment prescribed by the pi was to ¿not give any pain or possible sedating meds until patient is fully awake.¿ a diagnostic CT was performed for ae#1 with the following findings; ¿no acute intracranial process. Mild changes small vessel ischemic disease of indeterminate age, presumably mostly chronic¿. Aspirin 81mg qd and ticagrelor (brilinta) 60mg qd was the dapt regimen given to the patient pre and post procedure. The condition being treated with the flow diverter was a 4.7mm saccular aneurysm. The anatomical location of the treatment site was the left internal carotid artery-ophthalmic (c6 segment). The procedure was completed successfully. There was no surgical delay noted, procedure duration was 72min. Per site reporting in edc, there were no difficulty encountered during the procedure and the evolve fds was implanted successfully where it covered the aneurysm neck completely, with no device deficiencies noted. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event 'patient neurological deficit' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post clinical trial procedure to treat a 4.7mm saccular aneurysm in the left internal carotid artery-ophthalmic (c6 segment), the patient had altered mental status and lethargy. The site reported this event to be due to post anesthesia effects as procedure was completed successfully. Imaging done showed no acute cranial processes but there were chronic changes indicative of mild small vessel ischemic disease of indeterminate age. Cec adjudicated a possible relation of the subject flow diverter to the event. No other information is currently available.

Event description:
It was reported that post clinical trial procedure to treat a 4.7mm saccular aneurysm in the left internal carotid artery-ophthalmic (c6 segment), the patient had altered mental status and lethargy. The site reported this event to be due to post anesthesia effects as procedure was completed successfully. Imaging done showed no acute cranial processes but there were chronic changes indicative of mild small vessel ischemic disease of indeterminate age. Cec adjudicated a possible relation of the subject flow diverter to the event. No other information is currently available.

Manufacturer narrative:
1 of 5 reports. Device is implanted in patient.